Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2023, the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with a bolus via pump, but on the same day ((B)(6) 2023), the patient went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. His highest blood glucose level was 700 mg/dl at the time of the incident. Moreover, he used the infusion set for 3 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Further, the similar issue occurred with five infusion sets on (B)(6) 2023, it occurred within 3 or more hours of insertion. Therefore, the patient's blood glucose level was 240 mg/dl. Moreover, the infusion had been used for two days and the site location was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.